Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised to if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
International complaints reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robotic urology surgery procedure on (B)(6) 2023 when it was reported ¿at the end of the procedure, during the placement of the drainage was seen inside the abdomen of the patient part of the trocar air seal (blue valve).¿. Further assessment found that the device was retrieved, and the procedure was completed. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
International complaints reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robotic urology surgery procedure on (B)(6) 2023 when it was reported ¿at the end of the procedure, during the placement of the drainage was seen inside the abdomen of the patient part of the trocar air seal (blue valve).¿. Further assessment found that the device was retrieved, and the procedure was completed. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the blue rubber seal in the sound cap was returned disassembled from the device and is torn. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised to if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
International complaints reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robotic urology surgery procedure on (B)(6) 2023 when it was reported ¿at the end of the procedure, during the placement of the drainage was seen inside the abdomen of the patient part of the trocar air seal (blue valve). Further assessment found that the device was retrieved, and the procedure was completed. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.